Event description:
It was reported that, versajet ii console was underpowered and had a very weak flow even when the power setting was increased. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found no issues. The functional evaluation found the complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process , establishing no relationship between the device and the reported event .a probable root cause is the set up of the device. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related events this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.